Event description:
[Pfizer] treatment under emergency use authorization(eua): safety syringe with needle sent with the vaccine kit detached while needle was in the patient's arm. FDA safety report ID # (B)(4).